Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted into a left atrial appendage (laa) using a 14f amplatzer torqvue 45x45 delivery sheath. A non-abbott transseptal sheath and guidewire were used for transseptal access during procedure. On (B)(6) 2022, the patient complained of chest pain and late pericardial effusion in the left atrial appendage was observed. No treatment was reported. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion leading to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The root cause of the pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. E1: physician's first and last name updated h6 health effect - clinical code: 3271 code removed. H6 medical device problem code: 2993 code removed.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted into a left atrial appendage (laa) using a 14f amplatzer torqvue 45x45 delivery sheath. A non-abbott transseptal sheath and guidewire were used for transseptal access during procedure. On (B)(6) 2022, the patient complained of chest pain and late pericardial effusion in the left atrial appendage was observed. No treatment was reported. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that during the procedure on (B)(6) 2022, there was no difficulty implanting the device. The device size had been estimated by a pre-procedure transesophageal echocardiogram (tee). The patient's activated clotting time (act) level was 313 seconds. Heparin was administered during the procedure. The patient was discharged home on (B)(6) 2022 without any signs of pericardial effusion on post-procedure chest x-ray. On (B)(6) 2022, the patient returned and a pericardial effusion was noted and progressed to a cardiac tamponade. The pericardial effusion was resolved on (B)(6) 2022 with a pericardiocentesis and pericardial drain. The cause of the pericardial effusion was unable to be determined. There was no prolonged hospitalization due to this event.